Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside monitor was not alarming. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. No patient details were available at the time of this report.